Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to access patient. A technical support specialist (tss) dialed into the station and the server. A site-down query was run, and no issues were found, with no available for processing xml or msg files stuck and no disconnected flags detected. Verification in pes confirmed that both the server and station were in synchronized. The bd external messaging service, net pipe listener adapter, net.tcp listener adapter, and net.tcp port sharing services were restarted for refresh. The customer confirmed that the issue was resolved and approved closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to access patients. Customer stated that only way to obtain medications at that time was by adding a temporary patient profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.